Event description:
C-cc-gw - guidewire passage difficult/damaged or out of spec; it was reported that the guidwire broke "off" at the distal end. The guidewire was retrieved, and there were no patient complications.

Manufacturer narrative:
Customer report was confirmed. The 0.032" guidewire was returned broken in half 1.6cm proximal of the j tip end of the wire. Both the outer coil and inner wire appear to have been cut or broken, and there is little outer coil stretch. There does not appear to be any missing wire.